Event description:
It was reported that a catheter issue occurred. An opticross hd was being prepared for ultrasound examination of the target lesion. During the procedure, the guidewire became entangled with the opticross hd while it was being inserted through the y connector. This resulted in a portion of the opticross catheter separating. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath assembly was severely kinked. The imaging window was detached near the lap joint section. Imaging core windup with broken driveshaft began 30.8 cm from the distal end of the connector shaft and an imaging core windup with a drive cable coiled was near the lap joint section. It is important to mention that the imaging window was not returned for analysis. Microscope inspection also revealed the imaging window was detached. The imaging core had two windups, and a broken and coiled drive cable. The imaging core windup with a broken drive cable near a severe kink in the sheath is caused by the action of twisting forces over itself that encloses the coaxial cable. This twisting force occurs when there is a difference in rotational speed between the proximal and distal end of the cable, this is often caused by friction with the inner walls of the catheter. The friction generates a force opposing the torque exerted from the mdu, which would consequently cause the drive cable to twist into itself and break the coaxial cable in the process. Regarding the detachment of the imaging window, and the imaging core windup with a coiled drive cable near the lap joint section, the following is mentioned in the event description: "when trying to insert opticross hd through the y connector, the guidewire suddenly became entangled with the catheter and the catheter was separated by itself", which means that the mdu was on during the insertion of the device. Since the device is not designed to withstand the forces that may have encountered when advancing while rotating, this condition could lead to the encountered windup near the lap joint section. Regarding the encountered kink in the sheath, this type of failure often occurs due to the action of external forces over the catheter. A kink can occur outside the patient due to forces related to the handling of the device. If the user applies a bending force over the sheath, it could bend and consequently collapse into the kink observed, this could occur during the unpacking or preparation, when the device is being held. All compiled information on this investigation determines that the most probable cause is: failure to follow instructions.

Event description:
It was reported that a catheter issue occurred. An opticross hd was being prepared for ultrasound examination of the target lesion. During the procedure, the guidewire became entangled with the opticross hd while it was being inserted through the y connector. This resulted in a portion of the opticross catheter separating. There were no patient complications.